Manufacturer narrative:
Zoll has not yet received the thermogard console (B)(4) for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (B)(4) turns off intermittently. The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event on the thermogard console (sn tgxp10251) was confirmed during the analysis of the event log and not confirmed during functional testing. The probable root cause was due to a power surge that cause a mid 14 (bg power supply), followed by a software shutdown reset. Upon visual inspection no physical damage was observed. The event log review revealed mid 14 (bg power supply), followed by a software shutdown reset, on the reported event date. Functional testing was performed, the reported event was not replicated; however, tcmid05 (coolant diff failure) error message occurred during run in test. Due to a defective temperature sensor. This issue was not related to the reported event. After replacement of temperature sensor, the console was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).